Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra easy meter displayed inaccurate high results compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient confirmed that the inaccuracy began on an unspecified date and time on (B)(6) 2018. The patient reported obtaining an alleged inaccurate high blood glucose reading of around ¿10 mmol/l¿ with the subject meter (the patient could not confirm the exact result). Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin medication (self-adjuster, type unspecified). The patient confirmed taking an increased dose of novorapid insulin (2 units) in response to the alleged inaccurate high reading. The patient stated that, 1.5 hour after the alleged inaccurate issue began, she developed symptom of feeling ¿tremor and chilli¿. The patient reported testing her blood glucose level, obtaining a reading of ¿3.5 mmol/l¿ and confirmed eating some food in response to the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and that patient¿s test strips had been stored correctly and were within expiry date. The patient did not have the control solution to test the meter and the strips. The csr sent control solution to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.